Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother of the patient reports while her son was wearing the pod between 36 and 48 hours on the abdomen, she noticed a rise in his blood glucose (bg) levels, when first checked her son's bg level was 275 mg/dl so a correction was given of 2.5 units of insulin, then level checked again was 385 mg/dl and last reading of 475 mg/dl with moderate ketones, she had then given her son 5.5 units of insulin. Upon removal of the pod the mother reports the cannula was bent. As treatment, a new pod was applied and after 2 hours the mother reports her son's bg level was below 250 mg/dl.